Event description:
The clinic reported during a cataract extraction procedure, the aspiration function was not working properly on the phacoemulsification machine did not work resulting in the clinic to use a back up machine to complete procedure. There was no patient injury reported.

Manufacturer narrative:
The phacoemulsification machine was examined and tested by an amo service technician at the customer's location. Upon inspection of the machine, the technician found there was no display on the monitor when powered on. The technician identified there was a hard disk failure. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.